Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced diaphragmatic muscle stimulation. There was no action taken and the lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).